Manufacturer narrative:
Diagnostic/functional testing was performed. Results of functional testing indicate that the speakers were defective. The speakers were replaced. The device was operational after repairs were completed. Reporting institution phone #(B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and both speakers emit no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.